Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent initial right total hip arthroplasty on an unknown date in 1997. Subsequently, patient was revised on (B)(6) 2015 due to instability and liner wear. The acetabular cup, liner, and modular head were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces."

Event description:
It was reported that patient underwent initial right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to instability and liner wear. The acetabular cup, liner, and modular head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.